Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on 04/14/2026, the child began experiencing localized pain, redness, warmth, and swelling at the sensor insertion site. On the same day, the sensor displayed repeated brief errors and ultimately failed. The parent removed the sensor due to sensor failure, at which time visible signs of infection at the insertion site were noted. That same day, following advice from a pharmacist, the child was evaluated in the emergency department. A physician diagnosed a localized infection (cellulitis) directly at the insertion site and prescribed oral antibiotics for 10 days. The child was not admitted to the hospital and only stayed less than 24 hours. The infection began to improve but remained under observation, with a possible follow-up visit planned if needed. At the time of the report, patient condition was unchanged but improving. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.